Event description:
It was reported by service report that the foot end of the bed was going down by itself. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - siderail cable.